Event description:
Patient was revised to address pain and polywear of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
The submitted device was examined and exhibited minor wear typical of a service life of seven years. The wear and damage to the tibial insert suggests anterior instability and likely hyperflexion. The cement of the tibial tray suggests poor fixation with the bone. Both the femoral and tibial components exhibited posterior cement overhang that may have impinged or irritated tissues. Instability, tibial loosening, and posterior tissue irritation could all have been potential root causes for the patient¿s pain. No evidence of material or manufacturing defects was observed. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.